Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, did not experience the error again after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.